Event description:
My daughter took a rapid antigen covid test and received a false positive (abbott binaxnow). We took another test the following day ((B)(6) 2021) and were negative for both the antigen and pcr tests. FDA safety report ID # (B)(4).